Event description:
It was reported that the patient had their device die on them not battery related and that it just quit on the patient and that it didn¿t go to term. The patient¿s fourth implantable neurostimulator (ins) lasted about 3 years. It was noted that the patient thought their ins should be investigated because, they were a special case. It was stated that the fourth ins was sent back for analysis and their health care provider (hcp) told the patient that the analysis didn¿t show anything abnormal.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v737879, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).